Manufacturer narrative:
Device evaluation: visual analysis was performed which identified two opening on anterior, wear abrasion, crease fold. Leak test was performed which identified two openings on shell. Microanalysis identified one sharp opening on anterior assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness within specification, striated edge opening on anterior side, consistent in the use of some surgical tool. Based on the device analysis the final assessment is: sharp opening assessed as unidentified (tear) opening. A striated edge opening on anterior side due to surgical damage.

Event description:
Healthcare professional reported unknown side "leakage" when the tissue expander was being removed after full expansion. It was also noted that the device had been implanted for over six months and "could not be expanded anymore." The device was replaced with an "sbi".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported unknown side "leakage" when the tissue expander was being removed after full expansion. It was also noted that the device had been implanted for over six months and "could not be expanded anymore." The device was replaced with an "sbi".